Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal although an internal short was noted due to the damage found at the connector region. X-ray examination of the connector region confirmed the inner coil was over torqued and all but one filar were fractured at this location. The cause of the reported event of failure to capture was isolated to the over torque inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was discharged with no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.